Event description:
A patient reported a lap-band slippage first noticed when patient experienced "severe pain, stomach upset, and uncontrollable vomiting." Upper gastrointestinal series and fluoroscopy diagnosed band slippage "based on orientation," and that no oral contrast passed "beyond the level of the gastric lap band." During explant surgery, the physician found "edema, swelling of the proximal stomach pouch" due to stomach prolapse, and the device was explanted without replacement.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. The reporter stated, the device was discarded when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Band slippage, pouch dilation, nausea, vomiting, pain, and obstruction surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, nausea, vomiting and obstruction with pain is as follows: "slippage of the band can occur. Nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of pouch dilatation as follows: "band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications the lap-band system is contraindicated in: 1. Patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."